Event description:
Bronchocath placed for thoracoscopy; following thoracoscopy, an incision was made for placing tracheostomy tube. When the cautery was used for bleeders, sparks and flame erupted from the incision site. The anesthesiologist heard a small pop just before flames erupted. The bronchocath was immediately removed, and the tracheostomy tube was inserted. No injury.